Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremors. It was reported that the patient had a fall on (B)(6) 2016. Patient reports that they were hospitalized for the fall and since then their therapy has been gradually dissipating. The caller reports that their handwriting has gotten worse since then as well. They state that they cannot connect to their implantable neurostimulator (ins) using their patient programmer. Patient reports only seeing the programmer battery light illuminated. The patient stated that they have been homebound since getting out of the hospital and not able to go see a doctor. Follow-up request was sent to the patient to gather more information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.